Event description:
Arjohuntleigh received a complaint indicating that during the lifting procedures with the sara 3000 device the lifting arm fell down causing the pt to slip and fall from almost fully standing position to the squatting position. The event outcome was indicated to be pt's knee having become bruised.

Manufacturer narrative:
(B)(4). Additional info will be provided upon conclusion of the investigation. When reviewing similar reportable events for sara 3000 devices, we have not found any case with a similar fault description compared to the one investigated here: detachment of the mast actuator connection. There is no trend observed for a reportable complaint with this fault description with this or similar devices. We have not been able to find any contributing mfg anomalies. Please note that even with this connection failure, the lifting arms that keep the pt in the sling from falling backwards remain connected to the device. Based on the collected info and conducted eval of the claimed device it has been established that the reason of mechanical breakage of the mast connection was an incorrectly positioned pivot bolt holding the mast actuator with the lifting arm by the arjohuntleigh service tech. In summary, the device failed to meet its specification while being used for treatment of the person. It played a role in the event. No other or related complaints were received on this issue. There does not appear to be reason to assume this was anything else than a one time error at the service unit level. A re-training at the service tech dept level, including that of the service tech responsible for servicing the device and installing the bolt incorrectly, has already been initiated. Given the circumstances and the fact that this incident appears to be an isolated one, we shall continue to monitor for any further events. Imp ref # (B)(4).